Event description:
During a laparoscopic cholecystectomy while using an er320 the clips were scissoring when fired. A new er320 was opened to complete the case without incident. There was no consequence to the pt.